Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem, additional information. D9 device available for evaluation, correction. D9: device returned to MFR, additional information. D9: date device returned, additional information. H2: type of follow up, additional information/ correction. H6: additional information. H11: additional information.

Event description:
It was reported that a display issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 3/4/2026 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2026-097192-01 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.